Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, gauge issues occurred. The lesion was located in the left anterior descending artery. During preparation of the encore inflation device, the finger latch was depressed to unlock the threaded plunger. The plunger was pulled back and the syringe filled with contrast and saline. The connecting tube was attached to the balloon luer port. The finger latch was in the locked position and the plunger handle rotated into a clockwise direction. The pressure was increased, however the needle of the gauge would not move. The pressure was reading zero. After the procedure the inflation device was tested again and there were no issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit and unit components were examined for any damage or defect. No visual defects where noted with the unit or unit components. No air bubbles were emitted from the device hence the unit passed. There was no slippage of the needle. There were no self releasing issues. The unit was primed with 5ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. No issues were noted during the functional testing of the complaint device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, gauge issues occurred. The lesion was located in the left anterior descending artery. During preparation of the encore inflation device, the finger latch was depressed to unlock the threaded plunger. The plunger was pulled back and the syringe filled with contrast and saline. The connecting tube was attached to the balloon luer port. The finger latch was in the locked position and the plunger handle rotated into a clockwise direction. The pressure was increased, however the needle of the gauge would not move. The pressure was reading zero. After the procedure the inflation device was tested again and there were no issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.